Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring above 200 ohms. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.